Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/25/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Based on the information received from the customer, rosc (return of spontaneous circulation) was never achieved with manual CPR. The autopulse is intended to be used as an adjunct to manual CPR. In case of stoppage of autopulse, the user reverts to manual CPR which is standard of care. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and would present the same workflow as manual CPR.

Event description:
The crew responded to a call for a patient who had suffered cardiac arrest. There were no signs or symptoms of trauma. No medical history of patient was available. The patient's family stated that the patient was down for approximately 20 minutes. Bystander CPR was performed for less than 3 minutes by responding paramedic until the crew got the autopulse platform ready. Upon powering up, the platform displayed user advisory (ua) 41 (patient temperature sensor failure). The crew tried to readjust patient but the error message still occurred. The platform was restarted multiple times; however, the crew was unable to clear the error message. The platform did not perform any compressions. The use of autopulse platform was aborted and the crew reverted to manual CPR. Rosc (return of spontaneous circulation) was not achieved. The patient was pronounced at the scene. The cause of death was unknown. Per the responding crew, the death was not attributed to the autopulse platform.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned platform was performed and found the encoder shaft was sticky. The autopulse platform is a reusable device and was manufactured on 02/27/2013. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform's archive data was performed and found user advisory (ua) 41 (patient temperature sensor failure) message had occurred on (B)(6) 2016;thus confirming the reported complaint. The reported ua 41 message was not replicated during functional testing of the returned platform indicating that the error code was cleared. Further testing showed that the blower fan was verified to be functioning without any issues. Additionally the temperature sensor was tested and was functioning properly. A run-in test using the 95% patient test fixture (lrtf) with good known reference test batteries was performed until discharged and there were no faults or errors noted. The autopulse has passed all the testing and meets all required specifications. In summary, the customer's reported complaint of the platform displaying a ua 41 was confirmed through review of the platform's archive data, however was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 41 message. Therefore, a root cause of the ua 41 could not be determined. However, possible causes could be due to improper storage of the device in a hot environment or exposure to direct sunlight for a period of time that will increase the internal temperature of the autopulse. Although the platform passed all function testing, temperature sensors and processor distribution board (pd) were replaced to avoid re-occurrence of ua 41. After the parts were replaced the platform passed all final functional testing criteria.